Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery occurred (B)(6) 2019. 2 months after the primary surgery. The patient broke the humerus, under the prosthesis, after a fall. The prothesis was removed and replace by one of a competitor.